Event description:
Pt was taken to or for coronary artery bypass and replacement of mitral valve when the surgeon was going to resect the mitral valve. He opened the scissors and they fell apart. When the surgeon retrieved the pieces of the scissors, the screw was not found. An extensive search in and outside of the heart was and could not be located. As the termination of the procedure, a portable chest x-ray was taken to confirm retention of the screw. Screw visualized by physician on chest x-ray.